Event description:
Customer reported that the system totally crashed during the examination with no error message.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.